Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this patient¿s right ventricular (rv) lead recoded a high out of range pacing impedance measurement of greater than 2000 ohms. Loss of capture was also noted which resulted in asystole of less than two seconds. Previously the lead had increased pace impedance measurements and thresholds, but nothing out of range. The pace/sense portion of the rv lead was found to be fractured so surgical intervention was performed to surgically abandon the lead. The device¿s battery was estimated to still be about 3 years but the physician decided to change it out during the revision procedure to reduce further future complications. The device is explanted and no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.